Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01647.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿an ivc filter is in place with its tip at the level of pedicles of l2 and is about 1.3 cm inferior to the confluence of renal veins with ivc. Ivc filter is tilted to the left side with its tip against the posterior left lateral wall of the ivc. The struts of the ivc filter appear intact. Right lateral and anterior structure appears to extend into adjacent soft tissues for about 3.4mm. No adjacent focal fluid collection is demonstrated.¿